Manufacturer narrative:
The insulin pump had no button error alarm noted. However pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed button error and the customer had blood glucose of 325 mg/dl. Customer didn't recall any significant events that may have caused the keypad anomaly. Customer then mentioned he had experienced high blood glucose of 595 mg/dl due to having the flu. Customer treated with a shot and was not hospitalized. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.